Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 14.0-16.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location and the inner coil exposed, consistent with the field observation of noise.

Event description:
It was reported that rv oversensing alert and decreased sensing were observed. Lead was explanted and replaced. Lead to can abrasion was noted. Patient was fine after the event.